Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc has reviewed the information provided by the customer and the instrument data. Siemens service was dispatched to the customer site and observed concerns with the sample arm 1 (s1) and reagent arm 1 (r1) alignments; both failed alignments which contributed to the event. All issues were addressed as part of standard troubleshooting. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. The instrument is operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same instrument and an alternate dimension vista instrument and higher results were obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.